Event description:
Reporter reported to us that the atrial lead was dislodged. The lead was explanted in 2009. The lead was not returned to biotronik. No worsening of the patient's state of health was reported. The implant date was not made available to us.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The product documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of manufacturing error.